Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
At an unspecified time during patient rewarming, the nurse reported observing an airtrap alarm on the thermogard console. Upon inspection, the saline bag was observed empty; however, no sign of leak was observed on the suk or by the patient's bedside. The user cleared the airtrap alarm on the console. Further inspection noted traces of blood on the start-up kit (suk) tubing thus suspecting a leak on the inserted solex 7 catheter. Following this ivtm was discontinued and adjunct therapy was used to rewarm the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pin hole leak was observed at the 2nd balloon loop from the proximal end of catheter. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.